Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Supplemental MDR# 01 sent to FDA on 01/15/2015.

Manufacturer narrative:
Additional information: unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, high post void residuals, acid reflux. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment. Product was used for therapeutic treatment. Per additional information received, the patient has experienced pain, infection, unspecified urinary problems, unspecified bowel problems, recurrence, dyspareunia, high post void residuals, blood loss, chest discomfort, acid reflux, and intermittent dysphagia to solid/fluid.